Event description:
Following the Electronics Performance Indicator (EPI), an alert was received by the clinician and device was explanted. The patient was stable before, during and after the procedure.